Manufacturer narrative:
Event date is literature article published date aortic rupture during stenting for recurrent aortic coarctation in an adult: live-saving, emergency, nudel all-in-one covered stent implantation cardiology in the young (2017), 27, 1225¿1228 doi:10.1017/s1047951117000142. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This brief case report highlights the successful use of a life-saving implantation of a non-medtronic stent in an adult who experienced an aortic rupture following bare metal stenting (medtronic device) for re-coarctation of the aorta. A (B)(6)-year-old patient was treated surgically with resection of an aortic coarctation and end-to-end anastomosis in the neonatal period. In (B)(6) 2016, patient was diagnosed with re-coarctation and a stenotic bicuspid aortic valve. Cardiac catheterization was performed with a 36-mm bare metal intrastent maxld stent for treatment of the re-coarctation. The stent was deployed successfully and was expanded with a high-pressure balloon at 10-atm inflation pressure. Soon after the balloon deflation, the patient became uneasy and the aortic pressure dropped to critically low levels. The patient was intubated instantly, and a central venous line was placed in the groin through which saline was infused by hand injection. An angiogram showed significant extravasation of contrast medium at the distal part of the bare-metal stent. A non-medtronic stent system was directly advanced percutaneously over the wire into the bare-metal stent and the outer balloon was inflated. This resulted in instant stabilization of blood pressures. Repeated angiography showed a complete sealing of the aortic rupture; however, a considerable effusion was noted in the left pleural space. The pleural effusion was drained, and a total of 2500 ml of blood was drained. Patient¿s hemoglobin levels dropped from 12.9 to 7.7 g/dl, and two units of blood were transfused. Patient¿s condition improved with no abnormal neurological symptoms and was discharged home 6 days later in good condition. It was concluded that incidence of aortic rupture during balloon angioplasty or stenting for aortic rupture during balloon angioplasty or stenting for aortic coarctation is low because in general stent implantation for coarctation of the aorta is safe and effective, and many centers use this intervention today as first-line treatment.